Manufacturer narrative:
The unit was returned to the service center for evaluation. The reported issue of, "won't stop pumping when liquid is finished" could not be confirmed. The pump was tested at a rate of 150ml/hr volume 300ml. The pump delivered and stopped in 2 hours displaying message "feed completed: no issues were observed. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the unit won't stop pumping when liquid is finished. There was no patient involved.